Event description:
It was reported that a pump alarmed "door not fully latched" during the IV set loading process. The customer stated that the device was replaced and the infusion was started.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. During device eval, the pump was not able to recognize the door in the fully latched position. The alert was due to a failed upper link switch. A door not fully latch alarm occurs when an IV set is loaded, the door is closed and there is a disparity in the state of the upper and lower door latches.